Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/02/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 05/18/2015 with the following findings: a review of the black box revealed that all loss of prime warnings were associated with replace cartridge alarms. During investigation, no loss of prime alarms were emitted. The pump performed that 24 hour duration test successfully with no loss of primes occurring. The force sensor calibration was found to be within specifications. The loss of prime issue was not able to be duplicated during testing. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.